Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient felt ¿poorly.¿ the patient came into the office the next day and appeared to be in atrial fibrillation (af), but the interrogation showed no af episodes. The af episodes also did not show on the patient management software system. The device remains in use. No patient complications have been reported as a result of this event.